Manufacturer narrative:
These devices are used for treatment. A product history search identified no other complaints for the part and lot combination of any component. Review of the operative notes suggests that the proper surgical technique was employed. Office visits notes and x-ray images post-surgery and at follow-ups indicate that the joint alignment is anatomic, no hardware complication is evident, the hardware is in place, the bone/prosthesis/cement interfaces looks fine and the overall alignment looks perfect, no fracture noted. No evidence of loosening or other difficulties 22 months post-surgery. The office notes also indicate that 9 days post-surgery the patient complained of moderate pain that was controlled with pain medication. Two weeks post-surgery the patient complained of constant pain in her knee that limited her daily activities and disturbed her sleep. Twenty-two months post-surgery she still complained about discomfort in her knee, aggravated by activity. Patient history review found that she has a history of scoliosis, underwent back surgery in 1988, and suffers from chronic back pain. Per the persona the personalized knee system package insert, pain is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
(B)(4). Other device used: catalog # 00597206632, nexgen all poly patella, lot # 62376683, manufactured by: zimmer inc, (B)(4). Catalog # 42500606202, persona cemented femoral component, lot # 62365187, manufactured by zimmer (B)(4). Catalog # 42522400714, persona articular surface, lot # 62199281, manufactured by zimmer inc, (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing elevated pain.